Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca) with a bend of between with >45 and <90 degrees. A 28 x 2.75 promus premier select drug eluting stent was advanced for treatment. However, it was noted that the proximal strut of the stent was damaged and the device was not able to track beyond catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca) with a bend of between with >45 and <90 degrees. A 28 x 2.75 promus premier select drug eluting stent was advanced for treatment. However, it was noted that the proximal strut of the stent was damaged and the device was not able to track beyond cathether. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
E1. Initial reporter address: (B)(6). Device evaluation by MFR.: the promus premier select ous mr 28 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage. Struts on the proximal end were in a lifted state. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A test guidewire loaded successfully. No other issues were identified during the product analysis.